Event description:
A customer reported that their AED's screen is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.